Manufacturer narrative:
As reported by the (B)(6), approximately 5 days post left carotid angioplasty [pta] and stent deployment, the patient experienced a stroke (intracerebral/subarachnoid hemorrhage on the right side). The patient had partial recovery with major deficits. The patient¿s history is significant for hyperlipidemia, CABG, history of smoking, diabetes mellitus, coronary artery disease, hypertension, multiple left hemispheric strokes and 1 right hemispheric stroke. Approximately 5 days post procedure, the patient presented to the ER with vision changes and right hand weakness. He was put in an observation bed and watched. CT of head was done which showed senescent and/or small vessel related deep white matter ischemic changes and tiny old basal ganglia lacunar infarcts. His symptoms resolved and he was discharged the following day. He returned to the ER the same day with right arm weakness. He was transferred to the neuro unit. The baseline nih stroke scale score was a 1. The patient was symptomatic prior to the index procedure due to multiple left hemispheric strokes and 1 right hemispheric stroke within the last 5 months which was confirmed via a CT scan. The lesion was 60% occluded and 25mm in length. The arch ii lesion was ulcerated, with mild calcification and mild tortuousity. A 6mm medium support angioguard device was deployed and an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The diagnosis of the event was a stroke (intracerebral/subarachnoid hemorrhage). The nih stroke scale score at the one month follow up was 2 and the patient had partial recovery with major deficits. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Less common causes of intracerebral hemorrhage include trauma, infections, tumors, blood clotting deficiencies, and abnormalities in blood vessels (such as arteriovenous malformations). Typically, intracerebral hemorrhage develops on the third to fifth post procedure day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Review of the available information suggests that patient factors and/or vessel/lesion characteristics (60% occluded and 25mm in length) may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
As reported by the sapphire registry, approximately 5 days post left carotid angioplasty[pta] and stent deployment the patient experienced a stroke (intracerebral/subarachnoid hemorrhage on the right side). The patient had partial recovery with major deficits. Approximately 5 days post procedure, the patient presented to the ER with vision changes and right hand weakness. He was put in an observation bed and watched. CT of head was done which showed senescent and/or small vessel related deep white matter ischemic changes and tiny old basal ganglia lacunar infarcts. His symptoms resolved and he was d/c the following day. He returned to the ER the same day with right arm weakness. He was transferred to the neuro unit. The baseline nih stroke scale score was a 1. The patient was symptomatic prior to the index procedure due to multiple left hemispheric strokes and 1 right hemispheric stroke within the last 5 months which was confirmed via a CT scan. The lesion was 60% occluded and 25mm in length. The arch ii lesion was ulcerated, with mild calcification and mild tortuousity. A 6mm medium support angioguard device was deployed and an 8x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The diagnosis of the event was a stroke (intracerebral/subarachnoid hemorrhage). The nih stroke scale score at the one month follow up was 2 and the patient had partial recovery with major deficits.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.